Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer stated that one time he had insulin inside the pump and there was a leak. Customer said this happened almost two months ago. Customer declined to speak to the helpline.